Event description:
The explanted generator was returned on (B)(6) 2012. Product analysis is not yet complete. The implant card that was received for this patient indicated that only the generator was replaced. The reason for replacement was stated to be "battery failure", with lead impedance marked as "ok". Attempts for additional information from the patient's treating physicians have been unsuccessful to date.

Event description:
Product analysis was completed on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient's vns has not been working properly. The patient indicated that the vns was not reading correctly and that she could no longer feel stimulation. The patient also reported that this may have been due to an automobile accident on (B)(6) 2011. The exact vns issue was not identified in the clinic notes, and diagnostics were not provided by the physician. The patient underwent a full revision on (B)(6) 2011; however the explanted devices have not been returned to the manufacturer. Attempts for additional information as well as product return are underway.